Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent an initial hip arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2016 due to poly wear. During the procedure, it was found the cup from the initial procedure was different than expected and the liner prepared for the revision was incorrect. The procedure was completed with a temporary liner, head, taper sleeve, and locking ring. The patient was further revised on (B)(6) 2016 to implant the correct liner, head, taper sleeve, and locking ring.